Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the set separated at the male luer to tubing joint during use. From the reported information, there were no indications of serious injury to the patient or user as a result of this incident. No additional information provided.